Event description:
It was reported that, this electrode is suspected to be fractured because of reproducible noise and saturation. The technical services (ts) recommended troubleshooting options and x rays. Troubleshooting was performed and will continue to monitor in secondary vector. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: coded added h6.

Event description:
It was reported that, this electrode is suspected to be fractured because of reproducible noise and saturation that lead into a single inappropriate shock. The technical services (ts) recommended troubleshooting options and x rays. Troubleshooting was performed and will continue to monitor in secondary vector. This electrode remains in service. No adverse patient effects were reported.